Event description:
Hosp staff administered external pacing to an 83 yr old female. The device allegedly displayed a pacing leads off message inappropriately and pacing was inhibited. A backup lifepack 12 was made available and used with no other problems reported. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition and the use of a backup device.